Event description:
It ws reported that previous device checks showed the capture threshold trending upward and increased pacing lead impedance. During device change-out for normal eri, externalized conductors between the rv and svc coils were observed via fluoroscopic imaging. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.